Event description:
It was reported that during an ablation procedure, the patient became hypotensive. An ultrasound revealed a pericardial effusion on the left side of the heart. The procedure was aborted and a pericardiocentesis was performed, stabilizing the patient. It was noted that a perforation was suspected upon difficulty performing the transeptal puncture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.